Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Two (2) controllers (B)(6), and four (4) batteries (B)(6) were returned for evaluation. No performance allegations were made against the batteries. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Internal inspection of the returned devices did not reveal any anomalies. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event and (B)(6) was the backup controller. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. Logs associated with (B)(6) covering the reported event date were not available for analysis. Log file analysis associated with (B)(6) revealed three (3) controller power up events on (B)(6) 2024 at 16:21:01, 16:21:10, and 16:21:46, indicating a loss of power to the controller indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 100% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port two (2) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for an average of approximately 23 seconds. Following the losses of power, six (6) vad stopped alarms were logged between 16:22:05 and 17:20:42 indicating that the pump failed to restart after multiple attempts. Additional controller power up events and two (2) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller were logged at 16:31:49 and 16:35:51, likely due to troubleshooting. Log file analysis also revealed motor start events recorded on (B)(6) 2023 at 19:43:15 and on (B)(6) 2023 at 17:12:40 in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed a controller power event on (B)(6) 2024 at 17:22:09. Review of the event log file revealed that the controller was not in use prior to the power-up event; the controller last had power on (B)(6) 2024, indicating that the controller power-up event occurred while exchanging (B)(6). Following the controller power up event, five (5) vad stopped alarms, indicating that the pump failed to restart after multiple attempts were logged between 17:23:44 and 17:44:08 with additional controller power up events likely due to troubleshooting. Review of the available event log file associated with (B)(6) revealed that the controller was not in use during the reported event. Of note, the data and alarm log file associated with (B)(6) were not available for analysis. As a result, the reported vad stop involving (B)(6) could not be confirmed. The failure to restart, controller losses of power events, and the atypical motor start parameters findings were confirmed. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters finding may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible root cause of the original controller loss of power involving (B)(6) can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the remaining controller power up events can be attributed to a controller exchange and/or troubleshooting. Additional products: (B)(6), d9: yes, return date: 27-aug-2024; h3: yes (B)(6), h3: yes (B)(6), d9: yes, return date: 27-aug-2024 h3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional product: serial# (B)(6) serial# (B)(6) serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an ac power source, a full battery, and an alternate software were used in an attempt to restart the vad. It was noted that prior to the patient death, the vad remain off and the patient was on IV dobutamine in the intensive care unit (ICU).

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system -controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 04-feb-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system -controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 08-jan-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system -controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: unknown / serial : (B)(6) d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient appeared to have a double disconnect while attempting to change power sources. When the controller powered up the pump attempted to start but was unable and there was a vad stop alarm. The patient attempted to change to a backup controller and then another controller but still unable to restart the pump. The patient went to emergency and another controller was connected and also unable to restart the pump. Of note, review of log file data revealed motor start events with parameters outside of typical range and multiple failed motor starts. The patient was admitted to hospital and died.